Manufacturer narrative:
The insulin pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump had moisture damage on electronics.

Event description:
The customer reported via phone call indicating that the insulin pump had a cracks on the frame and around the reservoir compartment. Customer's blood glucose was unknown mg/dl. The customer dropped that device in the toilet. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer also reported via phone call that the insulin pump had moisture damaged. The customer was advised to monitor the pump since were are replacing it due to physical damaged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.